Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had a protruding cable at the tip. The customer swapped out the instrument to resolve the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a protruding cable at the tip was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, there as no damage or anything out of the ordinary. There were no issues related to the opening/closing of the grips, or with the left/right (yaw) motion of the grips or with the up/down (pitch) motion of the wrist.